Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown intrathecal drug via an implanted pump for non-malignant pain. It was reported that the magnetic resonance imaging (MRI) order read that the patient "may have a fractured intrathecal pain pump". The hcp did not know if that meant the pump or the leads. Technical services (ts) explained that the pump was connected to a silicone catheter and not a lead. Ts reviewed that the hcp was probably referring to a possible fracture in the catheter not the pump.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6)2017 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 24-feb-2019, UDI#: (B)(4) .medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.